Event description:
After 8 hours of surgery, pt came off table in the prone position with right iliac 2nd degree burns and redness on the left iliac area. Hosp informed sales rep that they had used a sling (concomitant medical product), two hip pads and the pt was resting between the hip pads and foam padding (concomitant medical product).